Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had dislodged. Subsequently, this patient underwent a revision procedure, and this lead was surgically abandoned and successfully replaced with a different lead. No additional adverse patient effects were reported.